Manufacturer narrative:
P-cap locked in place properly during testing. Download successfully using (thump software). Device passed displacement test and self test properly during testing. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number (B)(4) file number (B)(4)). Problem isolated to the electronic assembly as per global logic analysis (esf#(B)(4)). Device was monitored for a 5 day expand. Device was set to proper time and date. No unexpected time or date change noted during testing. Device was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. No physical damage noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm and time clock anomaly. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated the loss was greater than 1 minute per week. Customer stated loss was greater then 4 minutes per month. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.